Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3, which was initially submitted incorrectly.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6device evaluation: visual analysis of the returned device identified: flat creases. Leak test and microscopic analysis was performed which identified: crack valve.based on the device analysis the final assessment is:- a cracked valve seat diaphragm valve.

Event description:
Device has been explanted and replaced.